Manufacturer narrative:
One device has been returned for evaluation. The evaluation is still in progress. A follow up will be submitted when the evaluation has been completed.

Event description:
The distributor reported a scuff mark on the outer packaging of the kit. This was identified during incoming inspection and was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The unit was examined visually and a scuff was found on the outer surface of the clear film. The customer's complaint is confirmed. Ingress testing was performed on the package and found that the sterility of the unit was not compromised. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.